Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a successful cryo ablation procedure, the patient developed a patent foramen ovale (pfo). The septal defect was surgically repaired. No further patient complications have been reported as a result of this event.